Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 233618, UDI: (B)(4).

Event description:
It was reported that the patients paddle lead had migrated which was confirmed through x-ray. It was also noted that the implantable pulse generator (ipg) had high impedances. The patient underwent a procedure wherein the paddle lead and ipg were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were not released by the medical facility.